Event description:
The customer received questionable results for thyrotropin (tsh) on three patient samples. All results are in uiu/ml. The customer had performed weekly maintenance on (B)(6) 2013 and changed the pinch valve tubing. On (B)(6) 2013, the customer had three outpatient samples in a row give low tsh results. Patient 1 had an initial result of 0.008, accompanied by a data flag. This initial result was reported outside of the laboratory. The sample was repeated on another cobas 6000 e601 analyzer and generated a repeat result of 1.21. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 2 had an initial result of 0.15, accompanied by a data flag. The initial result was not reported outside of the laboratory. The sample was repeated on another cobas 6000 e601 analyzer and generated a repeat result of 1.52. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 3 had an initial result of 0.040, accompanied by a data flag. The initial result was not reported outside of the laboratory. The sample was repeated on another cobas 6000 e601 analyzer and generated a repeat result of 2.4. The customer deemed the repeat result to be the correct result. There was no adverse event. The customer tried to run qc, but it would not run and the customer received an instrument alarm. The customer indicated there was plenty of material onboard. The lot number of the tsh reagent in use was 17197101, with an expiration date of 11/30/2013. The field service representative found that the customer had used incorrect tubing for the sippers during maintenance. He replaced the tubing and performed reagent primes and measuring cell preps. Calibration and qc was passing. The overall instrument performance passed as well.

Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of information. It could not be determined if the instrument alarms received by the customer were related to the erroneous results. It was noted that a problem with the pinch tube can cause an issue with the transportation of the assay to the measuring cell, and could be a possible root cause for erroneous results. Based on the information provided, a reagent issue was excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.